Event description:
During an im rodding of the femur for a proximal femoral fracture, the surgeon was unable to disengage the insertion handle and the cannulated connecting screw from the cannulated trochanteric fixation nail. The nail was removed and another nail of the same part number was used to complete the procedure. The occurrence prolonged the procedure an additional 30 mins on a pt.

Manufacturer narrative:
This info was not provided during initial report. Additional info has been requested. Subject device is an instrument and is not implanted. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn at this time. Synthes is unable to determine mfg date without a lot number.